Event description:
It was reported that metal shavings delayed the case 15 minutes. All metal shavings were removed and the case was successfully completed.

Manufacturer narrative:
Additional information will be provided once investigation is completed.